Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the hcp was able to aspirate the pump but was unable to fill the pump on (B)(6) 2018. It was noted that the hcp locked the pump valve and she was able to aspirate the 10 ml of medication she put in. The hcp was going to perform the lock valve procedure. No patient symptom was reported and no further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp was able to refill the pump. It was reported that the hcp continued to hold negative pressure on the pump and repeatedly tried this. It was reported that this issue happened twice to the pump. It was reported that the issue had been resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1000 mcg/ml of fentanyl at 559.5 mcg/day and 40 mg/ml of bupivacaine at 22.3 mg/day via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that, during a pump refill, the hcp was able to aspirate the patient's pump was not able to refill it. No symptoms were reported. No further complications were reported.